Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the mildly tortuous and mildly calcified vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During a vaivt case, it was noted that the balloon ruptured when the pressure was increased from 7atm to 8atm pressure. The device was simply removed and dilation was performed with a non bsc device and the procedure was completed. No complications reported. Patient was good post procedure. It was further reported that the balloon ruptured at the second inflation with a duration of one minute.

Manufacturer narrative:
E1.initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the mildly tortuous and mildly calcified vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During a vaivt case, it was noted that the balloon ruptured when the pressure was increased from 7atm to 8atm pressure. The device was simply removed and dilation was performed with a non bsc device and the procedure was completed. No complications reported. Patient was good post procedure. It was further reported that the balloon ruptured at the second inflation with a duration of one minute.

Manufacturer narrative:
E1.initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous and mildly calcified vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. The device was advanced for dilatation. However, when the pressure was increased from 7 to 8 atmospheres, the balloon ruptured. The device was simply removed. The procedure was completed with a different device. No complications reported. Patient was good post procedure.